Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. It was also reported that an m31 air detected in cassette alarm had occurred, during drain 2 of 5. Additional information was provided upon follow-up with the pd patient. After the alarm went off, the patient looked at the cycler and saw fluid actively leaking through the crack of the cycler door. The patient reported that they did not complete their treatment. Despite this, they verified being trained to perform manual pd therapy if necessary. No visible damage was identified on the cassette when it was removed from the cycler. After ts was informed of the fluid leak, it was advised that the patient discontinue using the cycler and a replacement cycler was issued to the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they notified their pd nurse of the event. As a precaution, prophylactic antibiotics were prescribed to the patient. The patient reportedly took 1 pill a day for 3 days; the antibiotic type and dose were unknown to the patient. It was confirmed the patient received their replacement cycler and they were continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as it was reportedly discarded.